Manufacturer narrative:
Concomitant medical device: dtmb2d4 ICD implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that during a device replacement procedure, the physician disconnected and reconnected the leads to the new cardiac resynchronization therapy defibrillator (crt-d) several times, but the right ventricular (rv) lead coil impedances were still high. As there were traces of blood inside the connector block, the physician used a syringe to clean it out. Given the connection issues, the device was not used and a second device was implanted. The out of range impedances continued, but as the replacement procedure took so much time, the second device was left implanted despite the impedance measurements. The patient is being followed very frequently and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.